Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 8-10 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod user's guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report.

Event description:
Customer called on (B)(6) 2011 to report that at 12:30 pm her blood glucose measured 260 mg/dl. She administered 8 units of insulin to correct and for a meal with 13 grams of carbohydrate. At 5 pm her glucose remained high (281 mg/dl). Another 10 units was bolused and 13 grams of carbohydrates eaten; another 5 units of insulin were administered an hour later (no bg measurement at that time). At 10 pm, with a blood glucose measurement of 318 mg/dl, the customer removed the device. She placed a new pod about 40 minutes later.